Event description:
The transend guidewire broke during the procedure. The break was outside the patient's body, and the wire was removed easily. A new device was opened and the procedure was completed without further complication.